Event description:
A company representative reported that an anchor c screw migrated approximately two weeks post-operatively. Revision surgery has not taken place nor been scheduled. No adverse consequences were reported; the patient reported experiencing no pain or discomfort.